Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity (central sterilization) the sternal saw motor locked up. There was no patient involvement.

Manufacturer narrative:
Maintenance does not comply to manufacturers recommendations. The reported complaint was confirmed. The service repair technician (srt) performed functional test and observed the sternal saw did not operate when attached to the service test equipment. The srt performed internal inspection and observed the cam/gear assembly had faulty bearings (do not rotate) and a sheard shoulder screw at the blade chuck. The saw cam/gear assembly was worn due to lack of preventive maintenance (pm). The srt observed thick, black grease throughout the saw interior indicating a lack of proper pm. The srt replaced the cam/gear assembly and shoulder screw, removed the thick, black grease from interior and parts, and performed verification/release test of the steral saw. The unit operated to manufacturer specifications and was returned to clinical use. Per the instructions for use, the saw must have a pm every six months for optimum operation. The last recorded pm was march 2011. No additional action will be taken at this time.